Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator¿s (epg) output connector assembly was broken. It was also indicated that the lower case was broken, two case screws were contaminated, and the main seal was pinched. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector and a damaged ventricular output connector. The epg was returned to service. The epg tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.